Event description:
New information notes that the lead exhibited sensing issues and fracture. The lead was capped and replaced. The patient is in good condition following the procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead exhibited decreased impedance. Externalized conductors were observed via x-ray. The lead remains implanted. The patient condition is fine.